Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, three electronic photos were provided for review. The first photo shows a partial view of the catheter, with the groshong tip visible. The second photo shows unsealed product tray containing one single lumen catheter, one power port, one syringe, one tunneler, one unsealed safety infusion set, one j-tip guidewire with hoop, one peer apart sheath and one dilator. The third photo shows the label in which product details was mentioned and verified with tw details. The investigation is inconclusive for the reported fracture as the provided photo was not sufficient to confirm the event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. It was reported that during the procedure, the catheter allegedly ruptured when they used a vascular retractor with a tunneling device to guide the catheter into the subclavian pocket. The procedure was completed using another device. There were no reported patient injuries.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. It was reported that during the procedure, the catheter allegedly ruptured when they used a vascular retractor with a tunneling device to guide the catheter into the subclavian pocket. The procedure was completed using another device. There were no reported patient injuries.